Event description:
The screw was forced out of its limitations from the surgeon and the tabs fractured. Before it was done he knew it could happen and they made the choice. There was no concern over this as it was obvious.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.